Manufacturer narrative:
Returned device was received in used physical condition. The water tank cover is cracked on the top corners and the device is dirty with minor scuffs. During the evaluation of the device, the device was found to be heating just fine but the lcd was not displaying the proper temperature. The pcb was found to be the cause of the complaint and will be replaced. Additionally, the water tank cover was replaced because it was cracked. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical device would not heat. There was no patient present at the time of the event. There were no reported adverse events.